Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an intermittent cartridge alarm 1 occurred with multiple cartridges during basal deliveries. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. The customer received a manual injection to address bg.